Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited image doesn't come out, component failure of the electronical component and component failure of the connection part (tube / uc), charged coupled device, cable connection component stuck, cannot be disconnected. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.